Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, blood leaked through the haemostatic valve. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation - a review of complaint history, device history record, trends and quality control was conducted during the investigation. The complaint device was returned to assist in the investigation and was leak tested. Leak testing showed the device leaked several drops from the center of the blue valve after a dilator was introduced through the valve. Prior to the introduction of the dilator, the device did not appear to leak. The valve did not appear damaged prior to leak testing. The blue valve used in this device was made obsolete on (B)(6) 2015 and was replaced with a clear silicone disc. A quality engineering risk assessment found that the risk to benefit ratio on devices manufactured with the previous valve remained acceptable. Lot 6055591 was manufactured prior to this change, therefore the blue polyisoprene valve was used for manufacturing. The root cause is determined to be component-related. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During the procedure, blood leaked through the haemostatic valve. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.